Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2222 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hematoma, postoperative infection, genital bleeding, pain, depression, anxiety, parity 2 and multi gravida on (B)(6) 2019 and thinking abnormal. Concurrent conditions were listed as abnormal uterine bleeding and pelvic pain since (B)(6) 2019 and endometriosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2222 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. The patient was treated with surgery (surgical removal of coils, laparoscopic hysteroscopy bilateral, endometriosis, cystourethroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted in drug explanted date: (B)(6) 2019 instead of (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.795 kg/sqm. [Pathology test] on (B)(6) 2019: pathology report: specimen: right pelvic sidewall; left uterosacral ligament; uterus and bilateral fallopian tubes diagnosis. A)right pelvic sidewall, biopsy: benign peritoneal-type tissue with focal stromal fibrosis and minute dystrophic calcification. No evidence of neoplasm. Left uterosacral ligament biopsy: benign peritoneal-type tissue with focal endometriosis. No evidence of neoplasma. Uterus and bilateral fallopian tube, excision: benign ecto/endocervix with multiple nabothian cysts. Benign proliferative endometrium with glandular and stromal breakdown. Benign myometrium, no significant patologic change. Bilateral benign fallopian tubes with multiple paramesonephric cysts (hydatid of morgagni), and intact intraluminal "essure device," gross: cut surfaces of both fallopian tubes reveal two intraluminal metallic coils measuring 3.0cm in greatest dimension. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: reporter information, patient (height, weight and bmi), medical history, lab data, reporter causality comment was added. Non-drug treatment notes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) -2013, the patient had essure inserted. On (B)(6) 2019, 2222 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.